Event description:
Pd clinical sales specialist tm reports, "the rn was having problems with drain alarms on the cycler. When examining the lines rn noticed air bubbles in the tubing below the co-pak connector. When examining the universal connector the rn found a crack. The connector and co-pack were removed. The universal connector was initially attached in 2002. The patient developed a strep peritonitis 3 days later. Although the rn had not seen the bubbles prior to the day of the event the family member said they noticed them 2 days before. "Patient treated with anitbiotics."